Event description:
It was reported, the customer was hospitalized for high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 360 mg/dl. Customer's husband stated, his wife was feeling sick, resulting in her hospitalization. The customer was released from the hospital the same day. The customer's husband also reported a motor error alarm on their insulin pump. The husband stated, the alarm occurred during a bolus. It was also found the customer was able to complete the rewind sequence on the insulin pump. The customer also had a low battery alert and no delivery alarm on their insulin pump. It was also found the customer's battery did not last for more than a week. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
All operating currents are within specification. No unexpected alarms noted. The insulin pump passed all functional tests. The motor was tested outside the device and passed. The insulin pump was received with cracked case on display window corners, minor scratched liquid crystal display window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.